Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of and peritonitis in a patient coincident with dianeal therapies for pd. The dianeal therapies were ongoing. During a call, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was treated with injection (inj) vancomycin ip 2gm (first dose was given on (B)(6) 2012 and second dose was scheduled to be on (b)(64) 2012 on 7th day, 2.5%-5bag-2000ml-4hrs/day-continue 14 days), inj amikacin ip 10mg continuing each exchange, inj fortum ip 1gm continuing, and inj heparin-ip 1000u and continuing each exchange. The outcome of this peritonitis event was not reported.